Manufacturer narrative:
The field service engineer was dispatched to the site to evaluate/investigate the system. He was unable to locate any issues with the device and found the system to be performing to product specifications. No conclusions can be made. This report mailed to FDA on: 02/28/2007.

Event description:
A facility reports a corneal burn during cataract surgery. Additional information provided by a nurse indicates the patient is doing 'good.' Additional information has been requested.